Event description:
It was reported to vyaire medical problem with the avea ventilator. The peak pressure were higher than expected. Furthermore, there was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer requested cal/mfg codes to replace the gde (gas delivery engine) on this unit. Vyaire provided codes. Customer called back after replacing the gde to get the codes to reset sn and model string which vyaire provided as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.